Event description:
Initial creatinine kinase result of 16 u/l was rerun and recovered 446 u/l. Incorrect result was not used to provide patient treatment. Field service representative ran the precision check test which recovered within stated ranges. Field service representative could not duplicate the problem called in the the account.